Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point leak test. The test failed showing as a steady stream of bubble coming from the pu cut surface at approximately 350° on the non-cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a potted fiber fragment was noted from the same area as the leak, an opposing end of the fiber fragment could not be isolated. The fiber fragment under magnification of x20 measured 2.54 mm in length. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there were three other complaints reported against the lot. All three complaints are from the same clinic; two address an internal blood leak and one addresses an external leak during prime (no samples). The nc/CAPA decision tree was completed (see below) and the trigger limit has not been exceeded for this lot at this time. The production record review was performed and showed there was one unrelated approved temporary dn in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported an internal dialyzer leak occurred five minutes after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive. The location of the blood leak was identified after the dialyzer was removed. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an internal dialyzer leak occurred five minutes after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive. The location of the blood leak was identified after the dialyzer was removed. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.